Event description:
The daughter of a female patient contacted lifecor customer support to report that the front response button on the monitor was sticking. She also reported that they were getting a "code 6" on the monitor. Support sent the patient replacement monitor.

Manufacturer narrative:
Device evaluation of monitor has been completed. The defective response button problem was confirmed. When the front response button was depressed, it would not trigger a response. The root cause of defective response button has not been determined to this date. The monitor was repaired. No adverse event resulted from the faulty response button. The patient received a replacement monitor.